Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged by a surgeon during a procedure. The physician contacted the boston scientific field representative for repositioning two weeks later. During the surgical procedure to reposition, the lead was pulled out and has not yet been returned. At that time it was decided to implant a new lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.